Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient identifier: d.r. Patient age: (B)(6) 1954. Patient sex. Date of event is unknown original awareness date is (B)(4) 2011. New information was received on (B)(4) 2013.

Event description:
Consultant reported during the procedure the surgeon was performing the final lock down of the screws and one screw head broke off. Surgeon did not retrieve the shaft of the screw and it remains in the patient. Consultant believes the plate was either a five or six hole plate. The screw head was discarded by the account. This is 1 of 1 reports for this event. (B)(4).